Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: while pumping, balloon exploded. All broken pieces were retrieved from cavity. New one was opened to complete procedure. No bleeding. Tissue damage: unknown. Pt is under observation. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).